Manufacturer narrative:
The customer¿s report of leaking at the connection was confirmed. Visual inspection revealed a crack in the female luer wall. No tool marks or signs of over torque were observed. Functional testing was performed; the set leaked from the crack in the female luer. The root cause of the leaking was a crack on the female luer. The cause of the crack is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the extension set cracked and leaked below the y-site while connected to a primary set that was connected to a PICC and infusing tpn. There was no patient harm.